Event description:
The facility reports while lifting the pt out of the pool, the wire snapped and the chair and pt plunged back into the water. The pool staff gave assistance to the pt and removed them from the pool. No injuries were reported.